Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, when surgeon was using the extraction screw for ti femoral and tibial nails, it was discovered that the threads were stripped so it could not be used. Surgeon used another one in its place. There was no surgical delay reported. The procedure was successfully completed. There was no patient harm. Concomitant devices reported: tibial nail (part # unknown, lot # unknown, quantity 1). This report is for 1 extraction screw for ti femoral and tibial nails. This is report 1 of 1 for complaint (B)(4).